Event description:
The user facility reported that an employee opened the door to the 16' century vac sterilizer and steam released from the door area and burned her hand. The employee went to the emergency room with a small blister on her finger; no additional treatment information was made available. The employee missed no time from work and is reportedly healing well with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the sterilizer, could not duplicate the reported event and found the sterilizer to be operating to specification. The technician reported that the employee subject of the reported event was not wearing ppe (protective gloves and apron). The operator manual states (pp. 1-1 & 4-4): "steam may be released from the chamber when the door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." "Warning- burn hazard: sterilizer and shelves will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load." Steris has offered in-service to the user facility regarding proper use and operation of the unit and is awaiting a response.

Manufacturer narrative:
The customer was unresponsive to steris's attempts to schedule an in-service. The steris account manager confirmed that the customer had been reached, and had declined in-service.